Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients lead has migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of the event is estimated during processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient had their system explanted to address the issue of lead migration which had been confirmed by x-ray.